Event description:
The customer called for help with her contour system. She performed control tests during the call and received a result of 60 mg/dl. The normal control range was 100-138 mg/dl. The customer also alleged that her contour meter read "lo", 14 mg/dl and 12 mg/dl, while another meter read 215 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found 2 out of 5 control test results to read an average of 2 mg/dl high, out of specification. Low results were not confirmed.